Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh/bso due to pelvic pain, dysmenorrheal, and sui. It was reported the patient experienced exposed mesh and wound dehiscence and underwent excision of exposed mesh and repair of wound dehiscence on (B)(6) 2012. It was reported the patient experienced exposed mesh and underwent excision of exposed mesh on (B)(6) 2012 . A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.